Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed to determine if the check valves were working as intended on the column. A small syringe with a silicon tube extension was attached one at a time to the water inlet and exit tubes of the column. A small back and forth movement was exerted on the syringe which activated the check valves. All three check valves were moving which would indicate they were not wedged, or lodged in a position preventing water to freely flow in the direction intended. Next, the column was inserted into a concha smart neptune which incorporates the low water alarm light. The neptune was allowed to successfully perform self-test and boot up. There was no water in the column meaning the column magnet would be at the bottom of the column and should within 2-4 minutes trip the low water alarm light on the neptune. The light came on as expected with 2 minutes indicating the low water level switch on the neptune was working, as well as the low water level float and magnet in the column was working as intended. Based on the investigation performed, the reported complaint was confirmed. There were no issues found with the returned sample.

Event description:
The customer alleges that the heater continued to alarm for a long time with low water notification going off. There was plenty of water in the circuit, column and water bottle. No patient injury reported.

Manufacturer narrative:
(B)(4). Visual inspection was performed using pictures provided by customer, the equipment shows alarmed and the complete circuit is connected. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number 74c1602490 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due lack of sample to determine the root cause. Although the condition reported is observed based on picture provided, there is no sufficient evidence to assure this issue was originated during the manufacturing process. The root cause for the condition reported could not be identified. (B)(4) facility will continue to track and trend this failure mode.

Event description:
The customer alleges that the heater continued to alarm for a long time with low water notification going off. There was plenty of water in the circuit, column and water bottle. No patient injury reported.